Event description:
The customer reported the "rad-g turns on and off by itself." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned rad-g was evaluated. The device display became distorted prior to the unit powering off by itself. The display and power issue was caused by a defective component on the circuit board.

Event description:
The customer reported the "rad-g turns on and off by itself". There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo's initial report identified the model as number 27977. Model number 9849 is associated with the gudid number. Part number 227977 is the subassembly to part number 9849. This supplemental MDR updates the model number to 9849 and brand name to rad-g to ensure correlation with the gudid database.

Event description:
The customer reported the "rad-g turns on and off by itself." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: **UDI related data quality updates only** this correction includes the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols.